Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 5mm hex flexible screwdriver was found broken during a field inspection. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.037.028, lot: 9920604, manufacturing site: hägendorf, release to warehouse date: august 26, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9920604) was received at us customer quality (cq). Upon visual inspection, it was observed that the proximal shaft section of the complaint device had broken between two laser cut teeth. The shaft had completely broken off into two separate pieces. Both pieces of the broken complaint device were received at us cq. No damage or defect was noted to the remaining features or components of the returned device. Defect/failure identified? Yes. Dimensional inspection: specified dimensions: shaft diameter = 8mm +/- 0.2 mm. Measured dimensions: shaft diameter = 8.02mm, conforming. Device used ¿ caliper ca802. Document/specification review: the following documents were reviewed: -current and manufactured. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9920604) as the proximal shaft section of the complaint device had broken into two separate pieces. While no definitive root cause could be determined, it is possible the device experienced an application of unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.